Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, the main coil and the introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. Blood was noticed inside the introducer sheath. The twist lock of the introducer sheath had been opened. The pusher wire was inspected, and it was kinked. The main coil was found kinked and stretched. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. The proximal end has a smooth surface. The zap tip has a smooth surface. The dimensional inspection revealed that the outer diameter (od) at the zap tip was found to be within specification. However, fiber bundles and (oc) main coil were found to be not within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil could not be inserted into the catheter the target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 10mm x 50cm interlock was selected for use. During the procedure, it was noted that the coil could not be inserted into the catheter so it was removed. The physician tried to reinsert the coil, however resistance was felt about 3cm before reaching the catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that there were missing fiber bundles.